Manufacturer narrative:
(B)(4). Date sent 2/27/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx was implanted on (B)(6) 2024 and explanted on (B)(6) 2026 due to persistent dysphagia.

Manufacturer narrative:
(B)(4) date sent: 3/13/2026. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Egd - 3 cm hiatal hernia, ph - 61.6, manometry - normal, ugis - reflux when using the linx sizing device what technique was used to determine the size? 2 size pop rule did the patient have an autoimmune disease? No is the patient currently taking steroids / immunization drugs? Yes did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Gout how severe was the dysphagia/odynophagia before intervention? Severe were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No besides the reported dysphagia, what was the reason for removal of the linx device? What was the reason for removal of the linx device? Dysphagia was the device found in the correct position/geometry at the time of removal? Yes have the symptoms resolved since the device was explanted? No a manufacturing record evaluation was performed for the finished device lot number 30211, and no non-conformances were identified. Investigation summary a 16 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. In addition, with the washer bent outwards. A washer was noted to be disconnected from a bead case. The washer was observed to be bent outwards and weld tracks are visible on both the washer and bead case. These findings suggest that the washer was pulled out of the bead case due to external forces applied during an explant procedure. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.